Event description:
Reporter indicated that vns pt experienced a 12-sec episode of asystole during intraoperative device diagnostic testing at time of initial implant. Atropine was administered. Implanting surgeon indicated that the lead electrodes were as high as they could be placed on the vagus nerve; therefore, as far away from the cardiac branch as possible. Device diagnostic testing was repeated without incident. The device was interrogated upon completion of the implant procedure without incident, but has not yet been programmed to on. Treating neurologist plans to schedule holter monitoring for the pt.